Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback coronary orbital atherectomy device (oad) was used in a coronary vessel. After three low speed treatments and three high speed treatment, the viperwire fractured and caused a perforation in the proximal left anterior descending (lad) artery. The oad crown did not make contact with the viperwire spring tip. A stent was implanted to treat the perforation. The patient was stable from circulation for 20 minutes before requiring resuscitation. It was indicated blood was running out into the ventricle which led to the patient's temporary stability. A pacemaker was attempted to be implanted. The patient expired. It was indicated 2.5 centimeters of the guide wire spring tip remained in-vivo and 15 centimeters of the rest of the guide wire remained in-vivo.

Event description:
It was reported a diamondback coronary orbital atherectomy device (oad) was used in a coronary vessel. After three low speed treatments and three high speed treatment, the viperwire fractured and caused a perforation in the proximal left anterior descending (lad) artery. The oad crown did not make contact with the viperwire spring tip. A stent was implanted to treat the perforation. The patient was stable from circulation for 20 minutes before requiring resuscitation. It was indicated blood was running out into the ventricle which led to the patient's temporary stability. A pacemaker was attempted to be implanted. The patient expired. It was indicated 2.5 centimeters of the guide wire spring tip remained in-vivo and 15 centimeters of the rest of the guide wire remained in-vivo.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation that lead to the perforation of vessels, unexpected medical intervention, and eventual patient death appears to be related to operational context. Due to the very limited information and details provided, it can be stated that the main cause of death was due to perforation of an unknown vessel. The viperwire most likely contributed to the perforation in that it fractured in the vessel and parts were left in the vessel which have also caused the patient to be hemodynamically unstable. It is unknown if there was any excessive force or manipulation that could have led to the fracture in this case, it is likely that the guide wire fracture is a result of use techniques employed or device placement; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Factors that may contribute to the reported material separation that lead to the perforation of vessels, unexpected medical intervention, and eventual patient death, include, but are not limited to patient anatomical morphology, patient disease state, or device placement or use techniques employed. Due to the very limited information and details provided, it can be stated that the main cause of death was due to perforation of an unknown vessel. The viperwire most likely contributed to the perforation in that it fractured in the vessel and parts were left in the vessel which have also caused the patient to be hemodynamically unstable. It is unknown if there was any excessive force or manipulation that could have led to the fracture. The reported patient effect of perforation of vessels and cardiac death are listed in the diamondback 360¿ coronary orbital atherectomy system instructions for use as a known potential patient effect associated with the use of the device. H6: codes 4118, 3233, and 11 no longer apply.